Event description:
A 34mm amplatzer septal occluder (aso) was implanted and per the patient's wife, the patient developed multiple air embolisms the same day. Since the event (11 months ago), the patient has experienced aphasia, has limited use of his right arm and walks with a limp. He attends speech, occupational and physical therapy. The patient was on anti-coagulant therapy to dissolve a 3cm cardiac thrombus one week prior to the event and it is unknown whether the event was related to the device.

Manufacturer narrative:
(B)(4). The aso remains implanted and could not be returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.